Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 450 mg/dl at the time of the incident. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected motor position encoder error alarm noted during testing. Unable to confirm motor position encoder error alarm in alarm history due to displayable history crc check failed on startup alarm found in alarm history. Displayable history crc check failed on startup alarm due to corrupted history file. (B)(4).